Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not alarm after the dose was completed. At an unspecified time it was reported during the delivery of an unspecified medication the device did not sound an audible alarm when the dose was finished. It was reported the patient woke up during an unspecified surgical procedure. Multiple unsuccessful attempts have been made to obtain additional information, including specific patient information, pump programming, and event details. No additional information was provided.